Event description:
Received info that multiple occlusion alarms occurred. The customer's blood glucose level was 320. Reportedly the customer was using apidra insulin.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge. Follow-up indicates that the customer switched to humalog insulin and no further occlusion alarms have occurred.